Event description:
See initial report.

Manufacturer narrative:
H.10: based on findings, it cannot be ruled out that the failure was accidentally caused during the last maintenance activity or by user manipulating the device.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. Through follow-up communication livanova learnt that the reported fault was confirmed and traced to a split in the plastic t-joint on cardioplegia side. New tubing was installed and functional check performed correctly. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report."

Event description:
Livanova received a report about a pool of water on the floor around the heater cooler. There was no patient involvement reported.